Event description:
Ous MDR - after an implantation time of 38 months, oversensing and inappropriate shocks were reported. No deterioration of the pt's state of health was reported. The lead was explanted.

Manufacturer narrative:
Ous MDR.

Manufacturer narrative:
The lead underwent a visual and electrical inspection during the analysis. It was noted that the insulation of the lead body was damaged in the distal area. This damage manifestation can with high probability be regarded as the cause for the clinical complaint. The observed damage manifestation requires stress on the lead over a longer period of time. The position and characteristics of the fraying lead to the assumption of significant mechanical stress on the lead. X-ray images or diagnostic images of any other kind, which could provide information on the positional relationships of the implanted system in the body, were not available for analysis. There were no indications of material defects or manufacturing errors for either the ICD or the lead.